Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized for diabetic ketoacidosis (dka) and high blood glucose levels on (B)(6) 2018 due to under delivery of insulin. It was reported that the customer had high blood glucose levels of 30 mmol/l at the time of incident. It was reported that the customer had current blood glucose levels of 12 mmol/l. It was reported that the customer reported symptoms related to high blood glucose levels included nausea, vomiting and elevate. The customer was treated with subcutaneous insulin. Troubleshooting was performed. The customer was unable to complete the carelink upload. It was reported that the high blood glucose levels began on (B)(6) 2018. The infusion set was changed on (B)(6) 2018. The customer reported no leaks. The customer was advised to monitor the situation and also contact health care professional to review the insulin pump basal programming. Product is not expected to return for analysis.